Event description:
The customer initially reported one discrepant result as false positive on their alinity m resp-4-plex assay. The customer ran the patient sample (B)(6) on (B)(6) 2021 and received rsv cycle number cn (35.83), sars-cov-2 (cn) 37.87, flu a (37.55), and flu b (38.33) with error code 1991. The customer states due to rsv target experiencing an error of 1991, the results were not released. The customer repeated the patient sample from same sample tube and all targets resulted as negative. Customer reported an additional discrepant sample on (B)(6) 2021 (B)(6). The customer stated that the initial test showed targets for flu a cn 40.60, flu b 40.85, and rsv 39.82. The sample was retested and the results were all negative. The customer stated that for (B)(6) the results were not reported outside the laboratory. For (B)(6), the reports were reported to the physician which a corrected report was requested. The physician then requested a new sample to be retested. The sample was not in the laboratory to be retested at the time, therefore there are no results reported for that sample at this time. There was no report of patient impact due to this observation.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Manufacturer narrative:
Evaluation of this complaint confirms it is associated with a previously confirmed issue. The ticket being investigated reported discrepant patient results (false positive) with non-sigmoidal unusual/abnormal curves. These abnormal curves were not invalidated and incorrectly provided patient samples with a positive result when using the alinity m resp-4-plex amp kit (list 09n79-090 and 09n79-096). Non-sigmoidal curves are not expected to produce positive results. Therefore, this investigation will also be dispositioned as confirmed. Specification not met: while the runs were valid and met assay specification requirements, a product deficiency was identified based on the interpretation of the patient samples. Positive results are expected to generate a sigmoidal curve. False positive discrepant patient results identified in this complaint exhibited non-sigmoidal unusual/abnormal curves. These abnormal curves were not invalidated and incorrectly provided patient samples with a positive result. Non-sigmoidal curves are not expected to produce positive results. Abbott molecular determined that a field corrective action should be taken via approval of 493-risk. This action was communicated to the FDA on november 6, 2021 as a draft 806 report and a request to review letter content. Urgent field safety notice /field correction recall (fa-am-dec2021-264) and a technical service bulletin to provide customers background on "the issue", potential impact and necessary actions was issued. The following mdrs were also reported as related to fa-am-dec2021-264: 3005248192-2021-00110 follow up report 2, 3005248192-2021-00406, 3005248192-2021-00367 follow up report 1, 3005248192-2021-00313 follow up report 1, 3005248192-2021-00361 follow up report 1, 3005248192-2021-00402 follow up report 1, 3005248192-2022-00077, 3005248192-2021-00152 follow up report 1, 3005248192-2021-00126 follow up report 1, 3005248192-2021-00381 follow up report 1, 3005248192-2021-00454 follow up report 1, 3005248192-2021-00370 follow up report 1, 3005248192-2022-00212 follow up report 1, 3005248192-2021-00343 follow up report 2, 3005248192-2022-00142 follow up report 2, 3005248192-2021-00375 follow up report 1, 3005248192-2021-00479 follow up report 1, 3005248192-2021-00480 follow up report 1, 3005248192-2021-00481 follow up report 1, 3005248192-2021-00507 follow up report 1.